Event description:
On january 10, 2007, a clinical incident involving an atlas controller was reported to arthrocare corp. Following a shoulder acromioplasty procedure, the pt was reported to have sustained a small burn on the posterior aspect of the right shoulder which subsequently enlarged. The burn was treated with a dressing. Additional info for this report has been requested. No further info has been provided.

Manufacturer narrative:
The device was returned to MFR for evaluation. Performance testing and electrical testing of the device were performed. The device met all product testing criteria. No conclusion can be made.